Event description:
The customer reported the camera head had no image. The issue occurred when preparing the device for use in a diagnostic procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a faulty charged coupled device (ccd) unit. Also, evaluation found the cable was cut. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.